Event description:
The customer contacted stryker to report that their device is unexpectedly shutting down. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
A stryker depot technician evaluated the device and verified the issue. The root cause was determined to be failed/faulty batteries. The battery pins were replaced, and the customer was advised to replace their batteries. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The device was routed to the stryker depot for further evaluation. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device is unexpectedly shutting down. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.